Event description:
During troubleshooting the insulin pump for high blood glucose, it was reported that air bubbles were in the tubing. Possible causes were explained. It was also explained that air bubbles could lead to high blood glucose. Customer's blood glucose was 16 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.